Event description:
Pump was reported to flow excessively during tube loading on channel c. Writer has been in contact with several depts at the account, but no info related to specific incident details, the medication involved, the pump programming info, tubing product code, and lot number, specific pt info, ago of pt, pt injury, medical intervention or time of event was able to be obtained, although requested by writer. Writer is currently awaiting a return call from clinical engineering in attempt to gain add'l detail.

Event description:
Follow-up with central supply revealed the issue was found during routine annual warranty inspection, there was no pt involvement.